Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was conducted on animals since it is a research centre. The philips remote service engineer (rse) inspected the system remotely and confirmed that the server was full. Analysis of the system log file showed that there was malfunction with the frontal ippc. During troubleshooting, the rse found that the image disk was full due to manual erasure of exams. The rse recreated the image store and performed cold restart. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's image disk was full, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.